Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer had high, large ketones and their health care provider (hcp) identified the ketone level as dangerous, life threatening, but no injury or permanent damage occurred. A correction bolus was delivered, the customer cleaned the pump and vents, and performed the correct air removal steps to address bg. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.